Event description:
It was reported that during an unk procedure, the handpiece has a cracked housing. The handpiece was replaced and the case completed with no pt consequence.

Manufacturer narrative:
Eval summary: the handpiece was tested on a generator and gave code 3. The handpiece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.